Event description:
As per the report from the user facility/foreign distributor - the physician was performing a tavi procedure using a navitor 23 mm valve with an abbott 14fr sheath. A nucleus 20 mm x 4 cm balloon was prepared for post-dilatation of the implanted valve. After the balloon was positioned and inflation was initiated using an inflation device, the proximal portion of the balloon ruptured unexpectedly while still below the rated burst pressure. Following the event, the physician decided not to use a replacement balloon and proceeded to complete the procedure without further balloon dilatation. No patient injury or adverse clinical consequences were reported. The procedure was completed successfully, and the patient left the operating room in stable condition.

Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices, or with the balloon tubing used to manufacture these devices. A comparative catheter was pulled and reviewed for specifications. This catheter was the same same balloon diameter as the complaint catheter, but was a different lot number. The balloon was taken up to rated burst pressureof 4.0 atm with no issues. It was then inflated until it burst at 8.0 atm. This is double the labeled rated burst pressure. The catheter performed within specifications. There is a warning in the instructions for use that states - the catheter is not intended for use with stents. As per the report from the physician, this device was being used to post dilate a navitor valve. This valve includes a self expanding stent.